Manufacturer narrative:
H2) correction: d4 primary UDI number corrected. H2) device evaluation: h3, h6: one device was returned for repair in used condition. This device has not been serviced in the past. The event log recorded one error code, many wifi connection errors, and turn on/off power. The device works well with recharge batteries and aa batteries. Could not duplicate reported error 41,100. Confirmed and verified that the device is not turning on; turns on then turns off right away with full charge battery. Also found main board acting weird and reset date and time during initial tests. The probable cause of reported problem was the main board. Replaced main board to resolve the report error. The device passed all functional tests after the repair.

Event description:
It was reported that the wireless modules were getting an error that the wireless module had an intermittent connection with the pump, and the error code was 41100. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
(B)(6) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.